Event description:
The patient had no stimulation sensation. She had 4 programs and had tried increasing the setting on all programs, but still felt no stimulation sensation. The patient stated that she had been informed by the healthcare professional (hcp) that her device or leads may need to be revised or replaced. The hcp reported that the patient experienced a return of pain state. An x-ray was taken (date not reported) and no observable connection problems were noted. All impedances were >10,000 ohms showing open circuits. A revision was scheduled. The patient outcome was reported as "no injury".

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.